Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrovideoscope was unable to display image occasionally. The issue occurred during preparation for use, prior to a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, corrosion in the scope connector and ultrasonic connector was noted so there is a possibility of damage to the internal circuit board. However, since the device malfunction was not reproduced during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by the following instructions for use which state: for safety use handling and general precautions warning do not bend, hit, pull, twist, or drop the tip, insertion part, curved part, control unit, universal cord, scope connector, ultrasonic cord, or ultrasonic connector of the endoscope with excessive force. Doing so may damage the device and cause scratches, burns, bleeding, perforation, or detachment of parts inside the body cavity. Olympus will continue to monitor field performance for this device.